Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed loss of capture (loc). Boston scientific technical services (ts) reviewed the defib detect circuitry function and noted that when the ablation catheter was turned off or stopped then the pace will be captured. The pacing functioned as expected. Additional information states that the loc did not result to asystole greater than 2 seconds. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.